Event description:
Customer complaint - limited data available "do not buy!!! Inaccurate --- update, just took 4 readings, within 20 seconds each, 212, 201, 160, 145... Worthless! At first, I liked the device, but days into use, I have seen that the readings vary widely, by 50+. These are readings using a new strip, same prick, one after another, even pricking again and testing. I get 3-4 readings that vary by 30 to 60 units, which of course can totally change the evaluation of the blood sugar level."

Event description:
Customer complaint - limited data available. Customer reported inaccurate readings while utilizing the device.